Event description:
On two separate occasions the pvc piping holding the wheels of this special walker/wheelchair split. Although no injury occurred at the time of either incident, the potential for serious injury is very realistic considering the type of resident or disabled persont he unit is designed for. This incidnet resembles the incident noted when using a pvc shower chair. Maintenance personnel are expressing concern over the weakness noted in pvc piping medical devices.